Manufacturer narrative:
The complaint device was returned with the original stryker sustainability packaging but without the packaging tray. As the jaws were locked shut, the spacer pads could not be inspected. Further visual inspection of the device jaws revealed that the jaw hinge was loose and slightly bent open on the left side of the device jaw. Due to the device jaws being damaged with the jaw pins out of place, the device jaws would not open when the handle was actuated. The device plug, which is stryker branded, was inspected for corrosion, damage, and deformation on both sides and none were found. Functional inspection was unable to be performed due to the damaged jaw. The results of the visual inspection determined that the reported event was confirmed. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: grasping on to too much or inappropriate tissue types or staples; properly forcing open the jaws of the device; attempting to remove the device from the trocar with the jaws in the open position; device damage to mechanisms during use, shipping damage. The instructions for use (IFU) state: do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. Do not use this instrument on vessels larger than 7 mm in diameter. If the instrument shaft is visibly bent, discard and replace the instrument. A bent shaft may prevent the instrument from sealing or cutting properly. Eliminate tension on the tissue when sealing and cutting to ensure proper function. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Do not activate the ligasure system in an open-circuit condition. Activate the system only when the instrument is in direct contact with the target tissue to lessen the possibility of unintended burns. A continuous tone sounds to indicate the activation of rf energy. When the activation cycle is complete, a two-pulsed seal-cycle-complete tone sounds and rf output ceases. Prior to cutting the seal, inspect the vessel or tissue to ensure proper sealing. Keep the instrument jaws (1) clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. In case the instrument is accidently dropped on the floor, turn off the generator and unplug the instrument prior to discarding. Inspect the instrument and cords for breaks, cracks, nicks, or other damage before use. Failure to observe this caution may result in injury or electrical shock to the patient or surgical team or cause damage to the instrument. If damaged, do not use. Do not turn the rotation wheel when the lever is latched. Product damage may occur. Turn the rotation wheel on the instrument until the jaws are in the required position. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the device jaw locked during surgery. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.